Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd pegasus¿ safety closed IV catheter system, blood leaked during the injection process due to defective catheter tubing. There was no report of user impact. The following information was provided by the initial reporter: "intravenous access was established for fluid replenishment, and cathetering with indwelling needle was performed. The needle core was removed during puncture, and blood flowed out of the lower end of the external hose of the indwelling needle steel needle. When the indwelling needle was removed, it was found that the lower end of the hose of the indwelling needle had trachoma and could not be used. The indwelling needle can only be replaced again, which increases the patient's pain."

Event description:
It was reported that while using bd pegasus¿ safety closed IV catheter system, blood leaked during the injection process due to defective catheter tubing. There was no report of user impact. The following information was provided by the initial reporter: "intravenous access was established for fluid replenishment, and cathetering with indwelling needle was performed. The needle core was removed during puncture, and blood flowed out of the lower end of the external hose of the indwelling needle steel needle. When the indwelling needle was removed, it was found that the lower end of the hose of the indwelling needle had trachoma and could not be used. The indwelling needle can only be replaced again, which increases the patient's pain.".

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 267160. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.